Manufacturer narrative:
Nah6: added conclusion code.

Manufacturer narrative:
UDI is unknown as the part and lot number was not provided. The device was not returned for analysis. Additionally, a review of the lot history record and complaint history for the reported lot could not be conducted, because the lot number and serial number were not provided. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported death is due to procedural circumstances. There is no indication of a product issue with respect to manufacture, design or labeling; therefore, no corrective action will be implemented in this case.

Manufacturer narrative:
Estimated dates. (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report death. It was reported through a research article identifying mitraclip devices that were related to the following outcomes: death. Specific patient information is documented as unknown. Details are listed in the attached article, titled "mitraclip therapy in patients with functional mitral regurgitation and missing leaflet coaptation: is it still an exclusion criterion?.¿ no additional information was provided.